Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetic concept inc (under registration #(B)(4)). From november 2012 until 2014 complaints related to this product were handled by (B)(4) and any medwatch reports were submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). When reviewing reportable events for the maxxair mattresses range and barimaxx beds range, we were able to find some complaints, related to the patient fall/near fall from the bed due to different reasons, however no trend has been observed. The products involved in this incident are the barimaxx ii bed, model number: 310400, serial number: (B)(4) which has been used with maxxair mattress replacement system, model number: 310800, serial number: (B)(4). The devices are part of the (B)(4) us rental fleet and have been rented to customer (B)(6). With the complaint at hand, we received information that the patient transferred himself from the chair to the inflated mattress. As he was unable to get on the bed, he fell to his knees. This event was not witnessed by anyone and no medical intervention was required. The patient had, also, knuckles examined by a nurse and no injury was noticed. The patient was discharged home the next day. The involved devices have been inspected by an (B)(4) representative, who stated that both worked according to the manufacturer specification. In accordance to the user's guide for maxxair ets e.g. 310115-ah b and for barimaxxii e.g. 310611-ah rev. A and quick reference guide e.g. 310612-ah rev. B for barimaxx ii, a user/operator of the device is informed that a caregiver should always aid patient in entering and exiting the bed, the surface shall be lowered completely, the mattress is recommended to be deflated when ambulatory patient enters and exits the bed, when maxxair ets (mrs) is used with barimaxx ii it is recommended using default air settings and ensuring the distance between top of side rail and top of mattress is approximately 4.5 inch. In the complaint at hand, the provided information suggests that a patient was attempting to enter the bed by himself, without aid from a caregiver side, also information that the fall was unwitnessed confirms that. Moreover, the patient was trying to get on a mattress which was inflated, which additionally made the attempt difficult for a patient. As stated above according to the user's guide exit or entry from or to the bed shall be with the deflated mattress and lowered completely bed surface. A nurse was informed by the (B)(4) representative that the mattress shall be deflated if patients are getting in and out on their own. It was recommended also to order another mattress - atmosair fit, which is non-powered mattress and the patient exit and entry would be easier. User's guide for maxxair ets caution to assess risk of fall while selecting mattress taking into consideration patient size, position and condition. Basing on the above, it was concluded that the bed was not used in according to the instruction presented above which have contributed to the event - patient falling from the bed. In summary, although the devices were confirmed to be working in according to the manufacturer specification, they malfunctioned as they were being used for a patient treatment therefore played a role in this incident. There was no injury sustained as a result of this event. This event has been decided to be reportable based on the potential and in abundance of caution as the patient fall may result in harm of high severity. Given the circumstances and the likeliness that the issue is related to a user not following manufacturer instruction, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Upon pickup of the rental barimaxx/maxxair system on (B)(6) 2016 a patient commented that he "felt unsafe on the maxxair and that he almost slid off several times. He also mentioned that he scuffed his knuckles on the frame more than once after transferring to a wheelchair and moving his chair away from the frame". It was claimed that a patient transferred himself from the chair to the inflated mattress. As he was unable to get on the bed, he fell to his knees. This event was not witnessed by anyone and no medical intervention was required. The patient had, also, knuckles examined by a nurse and no injury was noticed. The patient was discharged home the next day.